Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the surgeon the 511s trocar seals were already torn on two trocars upon opening the laparoscopic cholecystectomy kit. The lot number for the kit is k46n86. Two new 511s trocars were pulled to complete the case. There was no consequence to the pt.